Event description:
An angio-seal device was deployed on 12/00; the pt was discharged the following day with instructions. The pt presented to the emergency room one week later with swelling and tenderness in the right groin, at which time an infection was noted. The pt was examined by a cardiologist the following day. An ultrasound was performed to rule out av fistula and pseudoaneurysm; the ultrasound results were negative. The pt returned to the dr's office 7 days later with slight bleeding from the puncture site. Exploration of the right femoral artery was performed 17 days later, suture material was found and cultured. The test was positive for staph aureus. The pt was treated with antibiotics and discharged from the hosp in good condition.